Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). Concomitant products: excelsior sl-10 (stryker) microcatheter; dcs syringe ii (lot unknown) target xl 4mm (lot unknown) coils. The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a health care professional, during the procedure, an orbit galaxy coil (640cf2505/17030845) failed to re-sheath. The procedure was the coil embolization of an aneurysm at the internal carotid posterior communicating artery. The patient's vessels were neither tortuous nor calcified. The complaint galaxy was delivered to the target aneurysm after a target xl 4mm (lot unknown) had been implanted, but the physician could not place the embolic coil inside as the coil migrated out from the aneurysm when being looped. The physician decided to recover the galaxy from the patient and pulled back the zipper to re-sheath; however, the zipper got stuck and the coil could not be re-sheathed. The galaxy was withdrawn without re-sheathing the coil, and another coil was used instead. The procedure was successfully completed without further issues and there were no patient injuries or complications. The reported event delayed the procedure by 10 minutes. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to use or upon removal. There were no reports of visible damage to concomitant devices prior to use or upon removal. The complained product has already been disposed. No further information is available.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. The reported failure of positioning difficulty with the orbit galaxy coil (640cf2505/17030845) could not be evaluated as the product was not returned for analysis. The review of DHR for lot 17030845 concluded the following: (B)(4) units were rejected during the final assembly of this lot. All defects were reviewed against process fmea and it was found that 1 rejected unit. (Due to dt kink/bent entire unit) may be related to the reported complaint. However; the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.